Event description:
Customer reported a set was found to be leaking in the tubing section between the roller clamp and male luer. There was no leaking noticed during priming and the tubing was hanging on the IV pole for approximately 55 minutes after priming. The leak was noticed about 10 minutes after the blood transfusion started. The nurse setup new tubing and the transfusion completed. The lot number 7613203019460 provided by the customer is not a valid lot number. There was no patient harm or medical intervention. No further patient or event information is available.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the set be received for evaluation.